Event description:
The diabetic pt obtained a glucose value of 134 mg/dl, ate breakfast and then sat to watch tv in wheelchair. The pt's family member arrived to deliver pt's lunch and the pt was "passed out" in pt's wheelchair. The pt's family member took the pt to the hospital. Pt was stabilized and later released.